Event description:
Upon review of a lecture presentation, it was noted that slides suggest a pt experienced a broken femoral plate.

Manufacturer narrative:
Additional info has been requested. MFR, 501k number, manufacture date cannot be determined without a lot number, part number, or returned device. Investigation could not be concluded, no conclusion can be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.